Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the 1st obtuse marginal. Approximately 15 months later, the patient suffered paroxysmal supraventricluar tachycardia treated with catheter ablation but a sudden cardiac death occurred. The investigator and the sponsor assessed the event as not related to the anti-platelet medication or the device.